Manufacturer narrative:
The fse returned to the customer site on 19dec2025 and replaced the touchscreen to resolve the issue. Following the part replacement, the fse completed a performance verification test (pvt), which the device passed, confirming a return to full functionality. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E.1. Address: (B)(6). Reporter and reporting institution phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. A field service engineer (fse) went to the customer site and confirmed that the device needed a replacement touchscreen to resolve the issue. The customer was provided with a quote for additional onsite service and the replacement part. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.